Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, during the procedure, the gold probe had no power. After resetting, and turning up the power on the generator, the gold probe still had no power. The physician got a second of the same device, using all the same equipment, and was able to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The returned gold probe device did not conduct current. Examination of the returned gold probe device shows missing gold at the fourth gold band on the ceramic tip. The device passed an isolation of electrodes test, but failed the load test with a zero reading. Further examination of the ceramic tip found no tool marks at the ceramic tip section with missing gold. The root cause for the missing gold was not determined to be caused by supplier material or a manufacturing process; the actual root cause was unable to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, during the procedure, the gold probe had no power. After resetting, and turning up the power on the generator, the gold probe still had no power. The physician got a second of the same device, using all the same equipment, and was able to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.